Event description:
Upon ICD interrogation during a scheduled follow-up on (B)(6) 2015, a warning message was displayed stating that low shock impedance was measured and that the defibrillation system would be ineffective. Reportedly, all tests were performed and the values were all normal. The therapies history in the memories of the device presented episodes of vf with and without therapy, but no egm were available for review. Preliminary analysis of provided files confirmed the reported event. Patient care recommendations have been provided (extensive tests and potential re-intervention for defibrillation lead replacement). The device and the defibrillation lead were replaced on (B)(6) 2015.

Event description:
Upon ICD interrogation during a scheduled follow-up on (B)(6) 2015, a warning message was displayed stating that low shock impedance was measured and that the defibrillation system would be ineffective. Reportedly, all tests were performed and the values were all normal. The therapies history in the memories of the device presented episodes of vf with and without therapy, but no egm were available for review. Preliminary analysis of provided files confirmed the reported event. Patient care recommendations have been provided (extensive tests and potential re-intervention for defibrillation lead replacement). The device and the defibrillation lead were replaced on (B)(6) 2015.